Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes d.9. Returned to manufacturer on: 24-apr-2024 h.6. Investigation summary: bd received 13 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for loose IV shield with the incident lot was not observed. Additionally, the customer samples were evaluated by visual examination and functional testing, each having their non-patient shield removed, and the indicated failure mode for loose IV shield with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® flashback blood collection needle there was a problem with the cap coming off. This occurred 13 times. There was no report of impact to the patient or user.

Event description:
It was reported before using the bd vacutainer® flashback blood collection needle there was a problem with the cap coming off. This occurred 13 times. There was no report of impact to the patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.